Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe could not cut and abnormal sound was heard from the probe during calibration of the surgery. The surgery completion and replacement details were unknown. There was no patient contact.